Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual examination of the returned product confirmed the hose was making a hissing noise and was leaking air. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: country: united kingdom.

Event description:
It was reported that outside of surgery the air hose is not working and needs repaired. There was no patient involvement. Due diligence is complete and there is no additional information available. At device evaluation it was noted the hose was leaking air.